Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a short in the 3.1/3.2 board brought the whole station down when it was plugged in. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 3.1 and 3.2 had failed and were causing the station to power down. The field service engineer (fse) tested the drawer boards for both drawers using a digital meter and found that 3.1 had failed. The drawer controller board and module controller board were replaced. The drawers were tested in diagnostics and all tests passed successfully. The customer was able to access medications without issue, and all functions operated as expected. The system functioned as intended after the field service engineer repaired the device.